Event description:
It was reported that during an unk procedure, the gun has got stuck on a patient and been unable to be removed despite trying to reverse the knife to open the stapler. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 9/17/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the event occur during a procedure? Was a rep present? Yes. No rep was present during the procedure. Procedure performed? Robotic case anterior resection how was the event / outcome managed? Surgeon had to revert to open procedure to access the stapler to cut it away from the rectum. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? 30-40min delay. Tried multiple times to use the knife reverse to open the device that was stuck on the bowel. Then called ethicon representative to gain further instructions. This was relayed and followed. Still wouldn¿t open due to firing handle not closing. Tried to manually force the firing handle to close and it broke off. Despite multiple attempts to reverse the knife it wouldn¿t open. -was performing a lar robotically, the sureform stapler wouldn¿t fire across the thick tissue so they decided to use the echelon manual stapler. Surgeon is very familiar with this stapler. He compressed the tissue for 15 seconds; it was thickened tissue. First fire transected fine, second fire was also ok. Third fire it appeared to be moving forward however wouldn¿t progress to 4th fire to bring the knife blade back. Slid the red knife reverse down and fired but the firing handle wouldn¿t move to complete the knife reverse manoeuvre. Attempted to force the firing handle to move but the plastic broke from around it. The stroke indicator stopped at 2. Knife position is still set for reverse. Maneuver couldn¿t be completed to effectively remove the stapler from the bowel. Had to then convert to open to cut the stapler from the rectum and complete the transaction with another stapler. Does the consultant feel it was user error? No. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes, it was locked on tissue. Device had to be cut from the tissue. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The firing handle was depressed fully plastic to plastic before pressing the anvil release button. The device stroke indicator was stuck on 2. Knife reverse switch was attempted but it still wouldn¿t open. Did the jaws eventually open? No is the current patient status known? Yes, the patient is doing very well was there any patient consequence or change in the post-operative care of the patient as a result of the event? No change in the post-operative care. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2025. D4: batch # 386d62. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the jaws in the closed position and the knife advanced and it cannot be returned to the home position. Also, the shroud of firing trigger was returned broken and no returned for analysis. Furthermore, the anvil knife slot was noted to be damaged, the anvil bent upwards and the knife was noted to be buckled causing that the knife cannot be returned to home position. Also, a gst45g reload loaded on the device. The reload was received partially fired 2/3 with the reload deck and cartridge channel damaged. No functional test was performed due to the condition. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. The condition of the jaws is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 386d62, and no non-conformances were identified.